Manufacturer narrative:
The device was returned for evaluation, and the events were evaluated as part of the complaint investigation. The results of this investigation are as follows: we received a catheter as a sample which was in three pieces. The catheter was cut at the 13 cm and 15 cm marking. The proximal part of the catheter tube was wavy, and microscopic examination showed a piece of stylet inside the catheter tube (towards the tip). The total length of this fragment was approximately 7 cm, indicating that nearly 42 cm of the stylet and the y-piece were missing. The catheter ends looked like they were cut with scissors (typical diagonal shape and grooves). Traces of the stylet cutting into the extension line were visible. Based on the inspection of the returned product, it can be confirmed that the stylet was difficult to remove. Our IFU states: "caution: if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assists in stylet removal. If resistance remains, withdraw catheter and stylet simultaneously". Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. The tensile force of the involved wire batch was between 9,35 n and 10,70 n and therefore complies with our specification (min. 9 n). (B)(4). No further corrective action is initiated by quality management as there are no indications of a manufacturing fault. Corrective action: based on the investigation, the reported condition was confirmed but a root cause could not be determined. At this time, no further corrective action will be initiated. This failure will be monitored for future actions.

Event description:
PICC line #2 french double lumen successfully inserted. Guide wire broke upon removal. Portion of guide wire remained in the PICC line. Unable to retrieve rest of the guide wire. PICC line removed.

Manufacturer narrative:
The failed sample will be returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of completion.

Event description:
PICC line #2 french double lumen successfully inserted. Guide wire broke upon removal. Portion of guide wire remained in the PICC line. Unable to retrieve rest of the guide wire. PICC line removed.